Manufacturer narrative:
(B)(4).

Event description:
It was reported that far-r wave oversensing was observed on the device. During routine generator changeout. Patient was asymptomatic. Programming changes were made. Device remains implanted.